Event description:
During a remote follow-up, episodes of far field r-wave over-sensing (ffrwos) and inappropriate mode switch (ams) were observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. The device was reprogrammed to resolve the event and the patient was in stable condition.